Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). There is no allegation related to the bard/ davol phasix st. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) or an unspecified bard/davol ventralex st patch (device #2) or an unspecified bard/davol phasix st on (B)(6) 2008 or (B)(6) 2012. It is alleged that the patient had unspecified injuries and subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch (device #1) and the ventralex st patch (device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.